Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after the implant, the patient experienced mesh failed to properly adhere hold its shape, mesh contracted, mesh balled up, meshoma, adhesions, pain, mental pain, suffering, disability, impairment, loss of enjoyment of life, device defective, labs abnormal for wbc; platelets; bun; calcium, acute epididymitis, inguinodynia, swelling, tenderness, groin pain, fibrosis, ilioinguinal nerve went through the meshoma, nerve entrapment. Post-operative patient treatment included revision surgery, mesh removal, triple neurectomy, vasectomy, ultrasound, CT scan, oral; IV; transdermal pain medication, occupational therapy, positioning mobility assistance with front wheel walker, injections, groin exploration.

Manufacturer narrative:
H6 ime e2402: ilioinguinal nerve went through the meshoma, nerve entrapment, meshoma, labs abnormal for wbc; platelets; bun medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after the implant, the patient experienced gets sick from eating food, inflammation, infection, mesh migration, mesh shrinkage, nerve damage, mesh failed to properly adhere & hold its shape, mesh contracted, mesh balled up, meshoma, adhesions, pain, mental pain, suffering, disability, impairment, loss of enjoyment of life, device defective, labs abnormal for wbc; platelets; bun; calcium, acute epididymitis, inguinodynia, swelling, tenderness, groin pain, fibrosis, ilioinguinal nerve went through the meshoma, & nerve entrapment. Post-operative patient treatment included revision surgery, mesh removal, triple neurectomy, vasectomy, ultrasound, CT scan, oral; IV; transdermal pain medication, occupational therapy, positioning & mobility assistance with front wheel walker, injections, & groin exploration.